Event description:
It was reported that upon removal, the tip of the wound drain broke off and remained in the patient. Doctor unable to remove with hemostat. Patient had lumbar interbody fusion w/back cage and pedicle screw procedure. Jackson-pratt drain was brought out through a separate stab wound incision and then closed in a multiple layer fashion. X-rays were taken to verify placement. Removal attempted at bedside by nurse. Bulb suction released from jp drain. Pulled tubing at injection site and tubing was removed without end intact. No resistance was noted. Patient was taken back to surgery to have drain tip removed. An incision was made through the previous incision site and carried down to the level of the lumbodorsal fascia. No evidence of drain was noted at this time. The lumbodorsal fascia was then opened and the retained portion of the drain was noted to be subfascial. There was no suture attached to the drain nor was there any evidence of infection. The drain was subsequently removed.